Event description:
Reporter called to report that unit went down on a patient, he thinks it occured tues 3/14/2006. He states he is not sure of the exact details but it appears the unit did not switch back to ac power from internal battery after a routine generator test at the facility. Unit was on a pediatric patient. Patient subsequently had episode of bradycardia, pt. Then manually ventiated without a problem and placed on replacement vent. No other injury reported.